Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported four batteries not lasting more than three (3) hours as well as having a long charge time. There was no reported patient injury related to this event. The batteries were taken out of use and new batteries were issued to the patient. All batteries were returned to the manufacturer. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of four reports (3007042319-2015-03282, 2015-03283, 2015-03284 and 3007042319-2015-0385) submitted for devices related to the same event.

Event description:
It was reported from the united states that four batteries did not last longer than two to three (3) hours and that it took a long time for them to charge. The batteries were removed from service and the patient was issued replacement devices. The batteries were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.